Manufacturer narrative:
Exact date unknown, event occurred a year ago from the appointment date (B)(6) 2022.

Event description:
It was reported that the patients ipg was non functional. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1110-02 (sn: (B)(6)). Device evaluation indicated that the ipg passed all the required test and revealed normal device characteristics.

Event description:
It was reported that the patients ipg was non-functional. The patient underwent an ipg replacement procedure and was doing well postoperatively.